Event description:
It was reported that "in this incident, the medial extension line detached from the junction hub. The catheter was placed yesterday. Today, the medial extension line was suddenly lying next to the patient in bed. Since the catheter was placed yesterday, the packaging has already been discarded. Therefore, the lot number can no longer be determined. It is a 3-lumen catheter arrow 7 fr. With 20cm catheter length. This incident posed an acute patient hazard. We will submit a bfarm report." Additional information on 25aug2022: the event date was on (B)(6) 2022. The device was used per IFU. The patient's current condition is severely impaired and life-threateningly ill. It was not known that the hub come into contact with alcohol-containing disinfectant or acetone before the defect (i.e., application of the dressing or during a dressing change). The dressing was applied immediately after disinfection of the puncture site and the hub was covered in the process. The patient did not receive a CT with contrast medium administration via a high-pressure injector in the radiology department after the central venous line was inserted. The insertion site was the right subclavian in the ICU. It was reported that in the morning in the peripheral unit, the nurse was passing through, it was noticed that one of the extension lines was missing. The device was removed in its entirety and replaced with a new cvc. Antibiotic therapy could not be administered until after the new placement of the cvc. There was no known patient complications, harm, or injury to the patient. It was reported that "today we had another incident with a cvc from teleflex. This is not the well-known problem of the hub at the introducer needle. In this incident, the medial extension line detached from the junction hub. The catheter was placed yesterday. Today, the medial extension line was suddenly lying next to the patient in bed. Since the catheter was placed yesterday, the packaging has already been discarded. Therefore, the lot number can no longer be determined. It is a 3-lumen catheter arrow 7 fr. With 20cm catheter length. This incident posed an acute patient hazard. We will submit a bfarm report." Additional information on 25aug2022: the event date was on (B)(6) 2022. The device was used per IFU. The patient's current condition is severely impaired and life-threateningly ill. It was not known that the hub come into contact with alcohol-containing disinfectant or acetone before the defect (i.e., application of the dressing or during a dressing change). The dressing was applied immediately after disinfection of the puncture site and the hub was covered in the process. The patient did not receive a CT with contrast medium administration via a high-pressure injector in the radiology department after the central venous line was inserted. The insertion site was the right subclavian in the ICU. It was reported that in the morning in the peripheral unit, the nurse was passing through, it was noticed that one of the extension lines was missing. The device was removed in its entirety and replaced with a new cvc. Antibiotic therapy could not be administered until after the new placement of the cvc. There was no known patient complications, harm, or injury to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "in this incident, the medial extension line detached from the junction hub. The catheter was placed yesterday. Today, the medial extension line was suddenly lying next to the patient in bed. Since the catheter was placed yesterday, the packaging has already been discarded. Therefore, the lot number can no longer be determined. It is a 3-lumen catheter arrow 7 fr. With 20cm catheter length. This incident posed an acute patient hazard. We will submit a bfarm report." Additional information on 25aug2022: the event date was on 24aug2022. The device was used per IFU. The patient's current condition is severely impaired and life-threateningly ill. It was not known that the hub come into contact with alcohol-containing disinfectant or acetone before the defect (i.e., application of the dressing or during a dressing change). The dressing was applied immediately after disinfection of the puncture site and the hub was covered in the process. The patient did not receive a CT with contrast medium administration via a high-pressure injector in the radiology department after the central venous line was inserted. The insertion site was the right subclavian in the ICU. It was reported that in the morning in the peripheral unit, the nurse was passing through, it was noticed that one of the extension lines was missing. The device was removed in its entirety and replaced with a new cvc. Antibiotic therapy could not be administered until after the new placement of the cvc. There was no known patient complications, harm, or injury to the patient. It was reported that "today we had another incident with a cvc from teleflex. This is not the well-known problem of the hub at the introducer needle. In this incident, the medial extension line detached from the junction hub. The catheter was placed yesterday. Today, the medial extension line was suddenly lying next to the patient in bed. Since the catheter was placed yesterday, the packaging has already been discarded. Therefore, the lot number can no longer be determined. It is a 3-lumen catheter arrow 7 fr. With 20cm catheter length. This incident posed an acute patient hazard. We will submit a bfarm report." Additional information on 25aug2022: the event date was on 24aug2022. The device was used per IFU. The patient's current condition is severely impaired and life-threateningly ill. It was not known that the hub come into contact with alcohol-containing disinfectant or acetone before the defect (i.e., application of the dressing or during a dressing change). The dressing was applied immediately after disinfection of the puncture site and the hub was covered in the process. The patient did not receive a CT with contrast medium administration via a high-pressure injector in the radiology department after the central venous line was inserted. The insertion site was the right subclavian in the ICU. It was reported that in the morning in the peripheral unit, the nurse was passing through, it was noticed that one of the extension lines was missing. The device was removed in its entirety and replaced with a new cvc. Antibiotic therapy could not be administered until after the new placement of the cvc. There was no known patient complications, harm, or injury to the patient.

Manufacturer narrative:
(B)(4). The customer provided two photos of the defect. The medial extension line appears to be separated at the juncture hub. The customer returned one, 3-lumen cvc for investigation. Signs of use were observed within the extension lines. Visual inspection of the catheter revealed the medial extension line had separated from the juncture hub, and remnants of the extension line appeared to be molded to the hub. The separation point appeared jagged and uneven. Microscopic examination confirmed that the extension line was separated at the juncture hub. The total length of the catheter body measured 215 mm, which is within the specification limits of 207-227 mm per catheter product drawing. The outer diameter of the medial lumen measured to be 2.152mm which is within specifications of 2.13mm - 2.21mm per product drawing. The inner diameter of the distal lumen measured to be 1.4478mm, which is within specifications of 1.42mm - 1.50mm per product drawing. This indicates that the wall thickness measured within specifications. The inner diameter of the juncture hub molding cavity for the medial extension line measured 2.1336 mm. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal and distal lumens were each flushed with a lab inventory syringe , and both lumens flushed as intended. Functional inspection could not be performed on the medial extension line due to the damage. A manual tug test confirmed the proximal and distal luer hubs were secured to their respective extension lines. A manual tug test could not be performed on the medial extension line since it was separated from the juncture hub. Manufacuring was contacted about this failure mode and stated that it is consistent with a breakage caused by undue force. The separation point appears jagged, and remains of the extension line are visible within the juncture hub, indicating that the separation isn't attributable to molding. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit states the following: "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The IFU also states, "warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The reported complaint of an extension line/juncture hub separation was confirmed through complaint investigation. Visual inspection of the catheter revealed the medial extension line had separated from the juncture hub. The separation point appeared rough and jagged. The defect appears consistent with breakage caused by undue force because remains of the extension line were visible within the juncture hub, indicating that it was molded correctly. The catheter also passed all relevant dimensional and functional testing, and a device history record based on sales history revealed no relevant findings. Based on the sample returned and the investigation findings, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.